Event description:
Healthcare professional (hcp) reports a transfer set with a leak in the twist clamp area. The pt was in training, and the hcp was performing a dialysis exchange when the leak was noted. The treatment was discontinued at that time and the pt received a transfer set change and was treated with prophylactic antibiotics (ancef 1.5gm). No pt injury reported per the hcp.